Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a change sensor alarm and an external ram crc error with the customer's insulin pump. It was reported that the customer's blood glucose levels were unknown. The insulin pump is being returned for analysis and replaced.

Manufacturer narrative:
The pump passed the self test and error test. No alarms noted. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.